Event description:
Information was received indicating that during use of a smiths medical cadd extension set, for life sustaining medication infusion, it was reported that the set leaked. Subsequently, the patient was able to switch to another tubing. No adverse effects were reported.